Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed the reported problem. After reconnecting the power cord, the machine does not turn on, and the fault remains. The asp replaced the power supply which resolved the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device will not turn on. It was reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
E1 reporter phone number - (B)(6).